Event description:
It was reported that during the implant of a pacing lead, there were low sensing values and capture difficulties. The lead was removed and was replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was returned with blood and tissue on the helix which may have contributed to the reason for return.